Event description:
A caller reported encountering cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing comprehensive information on performing a pump reset and guided them through the process. After the pump reset, the error code did not reappear.